Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high capture threshold and decreased sensing. Diagnostic imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction - field d6b for explant date was completed.